Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 32 mg/dl due to heart medication. The customer was hospitalized for a diabetic coma and was treated. The customer stated that the hospitalization was not caused by an issue with the pump or supplies. The customer's healthcare provider was aware of this event.